Event description:
Reportedly, samples of sizers were cracked or crazed and returned for evaluation.

Manufacturer narrative:
Evaluation summary: cylindrical end and the replica end exhibit crazing at polysulfone plastic connection to the handle rod. Both ends are detached from the rod. A missing polysulfone plastic section, at the cylindrical rod connection, measures to approximately 6m wide by 1 cm long.